Manufacturer narrative:
The account re-seated the inner pt control to repair the bed. Loose connection on the left pt control switch.

Event description:
The account alleged when taking this bed from the chair to flat position, the head section comes back up unintentionally.